Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was "possible underdetection of atrial arrhythmia, intrinsic atrial beats, ventricular beats during ventricular arrhythmia" resulting in delayed therapy delivery for fast ventricular tachycardia (fvt). Both the atrial and the right ventricular leads remain in use. No patient complications.